Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte ¿ IV catheter had black melted plastic on the syringe tip. No serious injury or medical intervention was reported.

Manufacturer narrative:
After further review, it was determined that this report is a duplicate of report # 3003152976-2018-00385, this event was over reported.

Event description:
It was reported that bd insyte ¿ IV catheter had black melted plastic on the syringe tip. No serious injury or medical intervention was reported.